Event description:
The customer reported to philips that the device has an ECG failure at self-test. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.